Event description:
Additional information was received from the consumer stating the device was damaged during an accident three and a half years ago and was pinching a nerve. Patient needs to have the device removed because they need to have an MRI of the area to see if they need to put in a cage. Patient already had a CT scan. Patient stated their only choice is to have the device removed as the device doesn't work. Patient was provided with physician listings and will follow up with the physician for the device removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator (ins) for lumbar radiculopathy. The caller reported he was in accident three and a half years ago. Patient said the device was bothering him. It wiggles around when getting in and out of the vehicle. It puts pressure on it. Patient said he was going to have the device removed. He doesn't have an appointment set up. He would have to get in contact with the doctor to set up an appointment to have it removed. Patient said he doesn't plan on having it replaced.